Event description:
Initial tnt stat result reported as 0.014 ng/ml. Repeat of same sample, result was 0.041 ng/ml. No info provided to determine if results were used to guide therapy. The field service rep performed performance check tests which were within specification.